Event description:
It was reported that the device's air sensor and downstream occlusion (dso) seal were unattached and falling off. The dso seal was also ripped. The cassette latch also moved in an unregular way. Device also does not turn on when plugged into the ac adaptor. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no service within the previous 12 months related to the complaint. Visual inspection confirmed the dso seal was torn and the air sensor was lifted from the chassis. Functional testing replicated the reported issues, including failure to power on with ac and improper air sensor positioning. The probable cause was determined to be damage consistent with external force or drop. The pwa board, air sensor, and dso seal were replaced to fix the issue.